Event description:
It was reported that the patient experienced pericardial effusion and was hospitalized. The patient was discharged after three days and the incident was considered resolved. The device, right atrial (ra), right ventricular (rv), and left ventricular (lv) leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.without a lot number or device serial number, the manufacturing date cannot be determined. C174awk implantable cardioverter defibrillator (ICD), (B)(6) 2006, 4965-50 implantable pacing lead, 6948 implantable tachy lead (B)(6) 2006. (B)(4).